Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse reports a non-recoverable alarm 80 (control processor failed to detect simulated water temp fault). Guided through turning the arctic sun device off/on, bypassing low water alert, and restarting therapy. Advised flow rate should be maintained at least 1lpm. No further calls from that customer.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Guided through turning the arctic sun device off/on, bypassing low water alert, and restarting therapy. Advised flow rate should be maintained at least 1lpm. No further calls from that customer. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse reports a non-recoverable alarm 80 (control processor failed to detect simulated water temp fault). Guided through turning the arctic sun device off/on, bypassing low water alert, and restarting therapy. Advised flow rate should be maintained at least 1lpm. No further calls from that customer.